Event description:
Procedure performed: coelio sigmoidectomy. Event description: [translation] during a coelio sigmoidectomy: when the trocars were removed at the end of the operation, the end of the trocar was found to be damaged: broken, burnt? The optic (30 mm video laparascope) was placed in this trocar had microchips fallen intra-abdominally? Patient status: unknown.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. A historical trend analysis and review of production records was performed and no relevant documentations were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: coelio sigmoidectomy. Event description: [translation] during a coelio sigmoidectomy: when the trocars were removed at the end of the operation, the end of the trocar was found to be damaged: broken, burnt? The optic (30 mm videolaparoscope) was placed in this trocar -> had microchips fallen intra-abdominally? Additional information received from applied medical representative via email on 07aug24 in reply to questions: no, the patient did not suffer any injuries. Status: no patient injury reported. No intervention, issue spotted at the end of the procedure once trocar was being removed. Date of event 07/16/2024. No clean rupture: shredded as if melted. Trocar was inserted with rotation. No difficulty with insertion. Not a robotic procedure but laparoscopic. Intervention: no intervention, issue spotted at the end of the procedure once trocar was being removed. Patient status: unknown, no patient injury reported.